Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2001 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2001 and mesh was implanted. It was reported that the patient underwent excision of urethrally eroded mesh through the transvaginal approach, cystoscopy, martius fat pad flap, and repair of vesicovaginal fistula on (B)(6) 2013 due to eroded vaginal mesh into the urethra and vesicovaginal fistula. It was also reported that the patient underwent urethral diverticulectomy, urethroplasty, and cystoscopy on (B)(6) 2014 due to urethral diverticulum. No additional information has been provided. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent transvaginal hysterectomy, mccall¿s culdoplasty, uterosacral vaginal vault suspension, and cystoscopy due to symptomatic uterine prolapse on (B)(6) 2007, esophagogastroduodenoscopy on (B)(6) 2009, laparoscopic cholecystectomy on (B)(6) 2009, liver biopsy on (B)(6) 2009 and pilonidal cystectomy with primary closure on (B)(6) 2009.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence. The patient experienced pain, infection, dyspareunia, recurrence and urinary problems post implantation.(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.